Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Vessel tortuosity was normal. The cause of the premature detachment was not determined. The catheter used was not a medtronic product. Upon clarification, the customer indicated that the event should be described as coil stretching rather than premature deployment.

Manufacturer narrative:
Product analysis as found condition: both concerto devices were returned within a shipping box, inside of a sealed plastic biohazard pouch, inside of individually knotted plastic bags, and within individual introducer sheaths. No microcatheter was returned. Visual inspection/damage location details: the introducer sheath was returned and found to be applied correctly with the wavelock facing towards the proximal end of the pushwire. No damage was found with the introducer sheath. No damage or irregularities were found with the actuator interface, or the break indicator. There was no evidence of any detachment attempts found at these locations. The pushwire was found to be bent at ~71.5cm, kinked at ~81.8cm, and bent at ~83.1cm from the proximal end. The concerto implant coil was found stretched and damaged within the introducer sheath; in addition, the concerto implant coil was found to be intact with the pushwire detach element. The polypropylene filament was found to be broken off from the pushwire. No other anomalies were observed. Testing/analysis: the concerto device was unable to advance outside of the introducer sheath; therefore, the device was retracted from the introducer sheath without any issues. Due to the damaged condition of the concerto device no further testing was performed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" was unable to be confirmed, as the concerto implant coil was found to be stretched; however still intact with the pushwire detach element. Therefore, no possible cause could be assessed. Based on the analysis performed, the customer report of ¿pusher kink/broke¿ was able to be confirmed, as multiple bends/kinks were found with the pushwire. The damage found with the concerto device was determined to be consistent with advancement against resistance. Therefore, the likely cause of the for the damage was determined to be ¿user advances coil against resistance¿. The microcatheter used in the procedure was not returned and noted to be a non-medtronic device. Compatibility could not be determined. Any contribution the unknown microcatheter had towards the damaged/resistance was unable to be assessed. It was noted that the patient's blood flow was normal, and the vessel tortuosity was updated too ¿normal¿. No confirmation of any resistance, or friction during delivery was provided in the event description. The physician reposition the coil two times during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU); in addition, a continuous flush was administered throughout the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a right hepatic artery rha branches. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the coil pre-mature deployed. The implant coil was removed from the patient by pulling it out with the pushwire. The pushwire was found to be bent or broken, but this was not done on purpose. It is unknown whether there was any friction or difficulty during delivery. The physician repositioned the coil twice during the procedure, did not attempt to detach the coil, and rotated the delivery pusher. Continuous flush was administered throughout the procedure. The second concerto coil encountered resistance and stuck in the catheter at the proximal end. The implant coil pushed smoothly out from the introducer sheath. There was no damage to the catheter or the coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID nv-2-8-helix (lot: 227937279); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.